Event description:
It was reported that the patient expired in 2008 after an implant duration of 2 months. The reason for the patient's demise is unknown, as no other details were provided.

Manufacturer narrative:
Device not returned.